Event description:
An endurant ii stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a type ia endoleak from another manufacturer's endograft. During the intervention the physician implanted two endurant cuffs and ballooned with a reliant balloon; however, the type ia endoleak was not resolved. Another manufacturer's stent 50x10 was placed over another manufacturer¿s balloon just above the flow divider. The other manufacturer¿s stent was re-ballooned with a reliant balloon and centered over the renal arteries. The type ia endoleak persisted. The patient will continue to be monitored. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).